Manufacturer narrative:
The device was manufactured from 11/30/2018 ¿ 12/07/2018. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Event date: unspecified date(s) within the past three (3) weeks from the report date. The devices were discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that about five (5) minicaps were cracked and leakage identified. It was further reported by the caregiver (cg) that no cracks were noted before using the device. They observed a crack and a split on the side of the cap during use. The devices were connected for about 4 to 6 hours before they noticed it was leaking. There was no patient injury or medical intervention associated with this event. No additional information is available.